Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant attempt, it was necessary to reposition the lead due to sensing difficulties. After trouble-free helix retraction, the helix would no longer extend. More than 20 rotations were necessary to extend the helix, and even more rotations to retract it again. The helix mechanism was then completely blocked. The lead was replaced. No patient complications have been reported as a result of this event.